Event description:
It was reported the patient¿s battery was dead. The patient had not charged their battery for a couple of weeks and they were not able to read their stimulator. Patient falling was noted as a symptom. The etiology was due to subject non-compliance with recharging schedule. The patient had forgotten to charge their device. The event was related to the device or therapy and not related to the implant procedure. Intervention involved device explant and replacement. The event was considered resolved without sequelae. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0du0l, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0du0l, implanted: (B)(6) 2014, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information reported the power on reset was cleared prior to the replacement.

Manufacturer narrative:
(B)(4)